Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize the therapy electrode connection.